Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing blood glucose (bg) levels of 500-600 mg/dl. A bolus of insulin was delivered via the pump and insulin injections were used to address the high bg level. The settings on the pump had been initially been set by the customer and then the endocrinologist adjusted the settings. The bg level had stayed high. Tandem technical support advised the customer to consult the healthcare provider regarding the high bg level.